Manufacturer narrative:
(B)(4).

Event description:
The patient passed out and was doing fine after programming changes were made.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented with noise on the rv lead. The fluoroscopy revealed externalized conductors. The patient is stable and will be followed.